Event description:
The customer reported a leak of approximately 1cc coming from the probe wipe of the coulter act diff 2 analyzer. The instrument also generated a single "x" flag for rbc. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) confirmed the leak from the probe wipe and x's on rbc results. He replaced the rbc bath and the probe wipe resolving the reported issue. (B)(4).